Event description:
It was reported that this left ventricular (lv) lead with the pacemaker exhibited oversensing of noise. The noise was not reproducible. The lead location was confirmed via chest x-ray. No asystole occurred as the patient is not dependent. This lv lead and pacemaker remain in service. No adverse patient effects were reported.